Manufacturer narrative:
Section e1 was updated with the initial reporter's name, email address and phone number. The following statement was removed from section b5: "the customer reported patient injury as superior vena cava syndrome. No additional information has been provided at this time." "Superior vena cava syndrome" was added to section b7 as the initial reporter confirmed that the patient had superior vena cava syndrome prior to use of the pleurovac (chest drainage unit).

Event description:
The customer reported that the pleurovac does not vacuum/suction.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the pleurovac does not vacuum/suction. The customer reported patient injury as superior vena cava syndrome. No additional information has been provided at this time.